Event description:
Add'l info from the hcp reports the pt was not resuscitated or intubated. The pt had their oxygen saturation monitored and a narcan drip given in the i.c.u.. The pump was restarted "a few" days later and the pt was discharged from the hospital. The pt is reported as doing fine.